Manufacturer narrative:
It was claimed that message "system volume too low" occurred and pressure transducer test failed during pre-use check (puc). Identification of issue has been done by analyzing problem description. In pre-use check during  internal leakage test sequence a few tests are being conducted. E.g. One of them is checking if the leakage at 80 cmh2o is maximum 10 ml/min. One of the message which can occur is "system volume too low". No details have been obtained in regards which part turned out to be the source of the issue. The issue was decided to be reported to competent authority in abundance of caution as it may in some cases, represent a reportable event e.g. Malfunctioning gas module may lead to stop of ventilation, low o2 or high pressure. The device failed to meet its specifications, it has not been used at the time of the event. There was no patient involvement. The root cause cannot be determined.

Event description:
It was reported that the ventilator failed pressure transducer and internal leakage tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).